Event description:
In 2008, the patient reported he received an 04 (occlusion) message on his insulin infusion device while trying to bolus. He stated he changed the insulin cartridge and his infusion headset and tubing. During troubleshooting, the patient was instructed to push either the h or m button on the device and hold it until the arrow pointed to bolus. The patient tried both buttons but the arrow never pointed to bolus. He stated he received his basal rate and did not receive another occlusion error but he was not able to program a bolus. The patient stated he is using "brand new batteries" he removed from the box yesterday. He did not provide the expiration date. The patient did not report any blood glucose concerns related to this issue. The patient did not require assistance from the healthcare professional or second party to address this issue. Product was requested to be returned for evaluation.